Event description:
The foley catheter was placed prior to a scheduled c-section. After placed, staff noticed urine on the ground coming from where you empty the drainage bag. The green level was checked to see if open, but it was closed.